Event description:
After inserting IV cath into pt's vein and retracting needle, the hub of the cath would not come off the hard plastic needle guard without force. IV cath had been twisted around per instruction.